Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on 2017-dec-27 regarding a patient receiving hydromorphone (5mg/ml at 0.285mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and lumbar radiculopathy. It was reported that pump logs revealed a motor stall on (B)(6) 2017 and stopped pump period message on 2017-dec-18. The stall was active at the time of report. The patient had not recently undergone magnetic resonance imaging (MRI) and the cause of the stall was unknown. The patient experienced an increase in pain, and the onset was considered gradual. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the pump had stalled and the patient did not have drug delivery for 6 months. It was noted the stall occurred at some point during 2018 (of note, it was previously reported the stall occurred on (B)(6) 2017). The pump was replaced (B)(6) 2018 and was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis found there was corrosion/wear/lubrication on the motor gear train and the stall was due to shaft bearing. If information is provided in the future, a supplemental report will be issued.